Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned device was fractured at the tip and showed signs of repeated use, however, was still in one piece. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The instrument had a potential field age of over 4 years and had been used in an unknown number of surgeries when the failure was reported. The instrument use, care, and sterilization booklet informs that end of life is determined by wear and damage due to use. Additionally, the insert recommends inspecting all instruments carefully prior to each use, and to functional test instruments with long slender features (particularly rotating instruments) for distortion. If damage or wear is noted that may compromise the function of the instrument, it should not be used. It was concluded that wear and tear is the root cause of the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to the start of the knee procedure, the tip of the pin inserter was found to be cracked. Another instrument was used in the case. No adverse events have been reported as a result of the malfunction.